Event description:
(B)(4). Event occurred in the united states. It was reported that the patient faced bent cannula issue due to which she experienced high blood glucose level. She tried to self-treat it by changing out her infusion set. Subsequently, the patient was taken to the emergency room with blood glucose level over 700 mg/dl upon arrival. She also had ketones in her urine and its level was not assessed to be dangerous/life threatening by a health care professional. The patient stayed in the emergency room for around 4-5 hours where she received fluids and novolog insulin. When she left the emergency room, her blood glucose level was around 400 mg/dl and her muscles were hurting but she was not throwing up. Her condition was a little better, but she was shaking a little bit. On (B)(6) 2019, the patient was transferred to the intensive care unit. As corrective treatment, she received lantis insulin and humalog. Her blood glucose level had started going down and was reported to be 246 mg/dl at the time of this report. She was still at the hospital and was expected to be released on the day of this report with no permanent damage. The infusion set had been in use for one day and the patient did not notice any damage when the package was first opened. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.